Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The customer complaint was not verified. The unit was powered on and allowed to reach steady state by running for more than 15 minutes. The unit was then tested for accuracy using a calibrated measuring cylinder and a stopwatch at a feed rate of 130 ml/hr. The volume measured after 30 minutes was 61 ml, which is well under the specified tolerance. The customer was contacted. The customer said that the unit was tested to feed 25 ml at 250 ml/hr. It was explained that the customer should follow the process in the operator's manual. The unit was cleaned, repaired, tested and recertified per processes and restored to proper operation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit has an incorrect output.